Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: during investigation, the pump display was observed to be scratched; however, the display was still legible. Unrelated to the complaint of a damaged display, investigation revealed multiple cracks in the battery compartment. The audible alarm was found not to be functioning. The pump was opened and a crack was observed in a solder joint of the piezo. The joint was re-soldered and the audible alarm functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched with no information was provided regarding the legibility of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.